Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, an attempt was made to use one onyx frontier drug-eluting stent (des) however the stent failed to cross the lesion and stent dislodgement occurred during removal following a failed delivery. The lesion being treated was a mildly calcified, mildly tortuous lesion in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted when advancing the device but excessive force was not used during delivery. The dislodged stent was removed from the patient.a non-medtronic guide extension catheter and balloon were used to trap and retrieve the stent. It was noted that the lesion was pre-dilated again after the stent dislodgement before a non-medtronic des was then delivered to treat the lesion. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the stent slid off balloon catheter. The dislodged stent was removed from the patient with very little resistance. A non-medtronic guide extension catheter and an interventional balloon were used to trap the stent in the gec and retrieve the stent and all the devices removed. Product analysis : the stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Kink evident to balloon and inner member immediately distal to proximal markerband. Deformation evident to the distal tip. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.